Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt had a loss of therapeutic effect when the stimulation was turned on. This occurred after having knee surgery five days ago per hcp. Pt usually had a stimulation sensation but did not have that either. Pt was having retention symptoms a few days after surgery, and so they placed a foley catheter. Pt was in rehabilitation. Increasing stimulation does not create a stimulation sensation on a program that worked in the past. The stimulation was apparently on during surgery, but it was unknown what type of cautery was used and how the cautery was grounded, if applicable. Pt was also on pain medications the past couple of days. They were going to keep her programs at a very low voltage and see if pt responded to stimulation more as she gets around more, her foley catheter is removed and her pain medications are reduced.